Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and drive support cap was indented. The customer¿s blood glucose level was 240 mg/dl. The customer stated that the no delivery alarm occurred during normal use. Customer ran self test and displacement test and both were passed. Customer reported that the no delivery alarm was resolved by reservoir changed. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.